Manufacturer narrative:
The sodium electrode lot number was eha with an expiration date of 13-jun-2026. The chloride electrode lot number was ebq with an expiration date of 16-mar-2026. The field service engineer found that the reference electrode was dirty. He cleaned the reference electrode and the electrode chamber, performed an air purge, system primes, and wash rack conditionings. He ran ise check, calibration, qc, and precision testing with results in specifications. The investigation determined that the service actions resolved the issue.

Event description:
There was an allegation of questionable results from the cobas pro ise analytical unit. The samples were repeated on a different cobas pro ise analytical unit. Sample 1 initial sodium result was 170 mmol/l, and the repeat result was 150 mmol/l. Sample 2 initial sodium result was 165 mmol/l, and the repeat result was 148 mmol/l. Sample 3 initial sodium result was 163 mmol/l, and the repeat result was 148 mmol/l. The initial chloride result was 121 mmol/l, and the repeat result was 108 mmol/l. The samples were also repeated on another pro ise line, and the results were similar. No specific data was provided. The repeat results were believed to be correct.